Event description:
It was reported that when using the bd pyxis¿ es server, were on critical override and users were unable to dispense medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1 initial reporter facility: (B)(6). Upon investigation of this incident, it was determined that the stations were in critical override mode. A technical support specialist (tss) confirmed server updates were installed, validated, and followed by a reboot. The reboots were completed, and all stations along with the care fusion coordination engine (cce) successfully communicated with the es server. The tss verified the extract transform load (etl) process and ran multiple reports, confirming that everything was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the issue of the device.